Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a peritioneal catheter. The customer reports, "the catheter had 6 small holes in the portion that remains outside of the body, causing solution to leak. Pt had fever, abdominal pain, and staph aureus. Pt received antibiotic treatment for one week with vancomycin, ceftazidime, and cipro.